Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received stated a patient had a endovascular aneurysm repair (evar) procedure with endo anchors and chimney into left renal artery using a v12 stent. The stent was delivered under catheter protection then pulled back with adequate space for deployment. However on deployment the v12 balloon deflated soon after and the physician had some difficulty removing the balloon, but was able to remove without any effect to the patient. Full deployment was made using a new balloon.

Manufacturer narrative:
Analysis: a review of the complaint details was conducted. The provided information indicates that the balloon and stent were deployed in conjunction with an aortic endograft in a chimney case where the v12 stent was used as a conduit from the aorta into the renal artery. The surface of the balloon was evaluated under the microscope at 30x magnification. A tear in the proximal balloon cone was noted. This tear was approximately 2mm long. No other damage was noted with the catheter delivery system. Many endografts used in the industry have fixation barbs that anchor the graft into the tissue off the aorta. The stents are placed alongside the endograft. If the fixation barbs of the endograft make contact with the balloon of the delivery system, the balloon will rupture. A review of the device history records indicates that the balloon burst test data of 49 samples from this lot of balloons catheters had a minimum burst value of 19.9 atmospheres. The rated burst pressure of the v12 balloon is 12 atmospheres. The burst data shows that the balloons are rupturing well above the acceptance criteria of 12 atmospheres. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) this lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: based on the review of the complaint details and the device history records review atrium medical cannot conclude that the balloon rupture was a fault of the design or manufacture of the device. It is possible that the balloon made contact with one of the fixation barbs of the endograft, this however cannot be confirmed.